Manufacturer narrative:
H10: the customer reported that the power supply was replaced, and the issue was resolved. The device was returned to service. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 111a ((post) check vent: 24 v supply failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 111a ((post) check vent: 24 v supply failed). The customer verified that there was 120ac volts going into the power supply; however, only 21 volts were coming out of the power supply. The rse recommended replacing the power supply.